Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to an emergency room due to low blood glucose (bg) levels. The ER nurse requested assistance from tandem customer technical support (cts) to access the pump settings in order to help the customer. The nurse declined to provide further information regarding the event, customer information or pump information due to patient privacy. Cts assisted the nurse with the pump information that was requested.